Manufacturer narrative:
If explanted; give date: not applicable; lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the study patient had surgery (B)(6) 2019. The intraocular lens (iol) was placed at an axis 072 degrees. Post op, the lens was misaligned this was noted on (B)(6) 2019 during the patient's visit. Also noted was uncorrected distance visual acuity (ucdva) 20/50, and best corrected visual acuity (bcdva) 20/20. The lens was at 97 degrees. Delta from axis location at surgery was 025 degrees and iol repositioning is planned for a later date, yet to be determined. The lens was implanted successfully and no patient injury or complication was reported. Follow up was received and symptoms of blurred vision/difficulty with near vision, and dryness. Patient reported she was slightly bothered by halos, slightly bothered by starbursts, and very bothered by poor low light vision. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.